Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that at the end of focal bladder neck cautery, the surgeon noticed a superficial ureteral orifice tissue disruption approximately 1-2 mm deep. The surgeon placed two (2) stents in both ureteral orifices and reported that the patient would be discharged per normal proceedings. No malfunction of the aquabeam robotic system was reported due to this event.

Manufacturer narrative:
The aquabeam robotic system is a reusable device, which is still in use at the user facility. A root cause of the reported event could not be determined. It was reported that the treating surgeon placed stents in the patient's ureteral orifices due to superficial tissue disruption, and the patient was discharged was normal. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the information received plus a review of the treatment logs, DHR, IFU and risk documentation, the event is considered not to be device-related. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) for the ab2000/serial number 22c00129 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. Although the aquabeam robotic system labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.